Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was experiencing decreased vision in right eye. Clinical reason is patient experiencing iol malrotation. The iol was exchanged for monofocal intra ocular lens 1 year 4 months 1 week 2 days following the initial implant procedure. Additional information received and stated that the lens was exchanged with same company lens with diopter.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).